Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range shock impedance measurements of greater than 125 ohms. An increase in pacing threshold measurements was also observed. The patient was hospitalized and a surgical intervention was later performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.